Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was fired with a gold reload and on the second firing the staple lines were not formed mid-staple line on the patient and specimen side. The device was reloaded with another gold load and fired for a second time and the device, again, failed to form mid staple line on the patient and specimen side. The surgeon opened a new stapler and went back over the malformed staple lines with blue reloads. The staples formed fine. The surgeon did note that the device made a funny noise during each firing of the gold reloads midway through. There were no patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: is the device available for return? If yes, please provide the name, address and phone number to send the shipper kit. Are the pictures available? If yes, please send to (B)(4).